Event description:
The manufacturer received information alleging a ventilator's navigational button failed to respond accurately. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led board was replaced to address the issue